Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at elective replacement indictor (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed such as auto-capture, the device output would adjust itself to accommodate the patient's needs for pacing and thus affects the estimated longevity of the device. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed based on average drain current the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.